Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694958 lead, implanted: (B)(6) 2006 and d274drg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that after the patient had a successful transesophageal echo and cardioversion, the patient's right atrial (ra) lead was assessed for sensing and capture. Sensing was diminished at 0.6 mv from several months earlier when the ra lead had sensing at 1v at 0.4ms. It was also reported that there was no capture at 8v at 1.5 ms. The ra lead was programmed off. No patient complications have been reported as a result of this event.